Manufacturer narrative:
(B)(4).

Event description:
The device was removed from the packaging per the instructions for use and inspected with no issues noted. It is reported that the physician was attempting to use one resolute onyx drug-eluting stent in a severely calcified lesion in the ostium of the rcx with severe tortuosity but the stent could not pass the lesion and dislodged when attempting to withdraw it. The dislodged stent was not removed and was deployed in the rcx and left main. There was resistance encountered when advancing the device but it was unknown if excessive force was used. After oct the lad and rcx were dilated with a 3.5 balloon but because of spasm another oct could not performed. An angio showed good flow in lad and significant stenosis in rcx. The patient had suspected sub-acute (>24 hours -30 days post stent implantation) stent thrombosis and vessel occlusion due to thrombus and was brought to surgery for CABG. The patient expired 4 days post procedure before surgery could be performed. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Patient was on dapt. Review of the returned angiogram images show high level stenosis in the angle from the left main to lcx arteries. The lm and proximal cx were pre-dilated. The vessel appeared to be difficult to traverse with the balloon and stents during the procedure. The stent was deployed in the vessel but did not appear to be deployed evenly, possibly due to the level of disease in the vessels. Images of the stent thrombosis have not been provided for review. (B)(4).